Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem customer technical support (cts), a system check to determine a possible cause of the occlusion was unable to be performed. However, cts tested the current supplies and they were found to be functioning as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.